Manufacturer narrative:
Evalution: our evaluation of the returned introduction system confirmed the report of tip separation. The small tip of the introduction system (estimated to be 1.5cm long and 2mm wide) had separated from the returned portion of the introduction system and was not included in the return. Damage to the introduction system was not observed. A manufacturing discrepancy was not confirmed by observing the section of the introduction system that was returned. After a review of the device history record for this device, we can confirm that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the tip of the introduction system was not available for evaluation. A discrepancy or anomaly that could have contributed to this occurrence was not observed with the returned section of the introduction system. A definitive cause for the tip separation was unable to be determined. Tip separation can occur if excessive pressure is applied to the introduction system during removal of the introduction system. If the stent is placed in a severe stricture, this can cause resistance in introduction system removal and encourage an application of excessive pressure. The instructions for use for this product caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. These activities are performed in an effort to ensure smooth stent deployment and uneventful introduction system withdrawal. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action is warranted at this time because a discrepancy or anomaly that could have contributed to the tip separation was not observed with the returned section of the introduction system. The appropriate internal personnel were notified of this occurrence in an effort to heighten awareness. No further action warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a zilver expandable metal biliary stent introduction system. The stent was deployed in the desired position. Upon removal of the introduction system from the patient, fluoroscopy revealed the small tip of the introduction system remained inside the stent. The tip was removed from the patient using a balloon catheter. Other than the tip retrieval during the same procedure, no additional medical procedures were required. The patient did not experience any adverse effects due to this observation.